Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead and device suddenly elevated into the air and landed on his feet about one meter away. There was concern that this device had delivered a shock and subsequently, the patient was transferred to the hospital. The patient's wife reported that the device continued to deliver shocks at least seventy times and the shocks could not be stopped. A representative was subsequently able to turn the device off. The patient remained conscious and alert during this time and no adverse patient effects were reported.